Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd¿ extra-large sharp collector, red, 9 gal lids were missing. The following information was provided by the initial reporter: missing lids.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that they were missing lids could not be verified due to the product not being returned for failure investigation. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reporting failure mode (missing lids).

Event description:
It was reported that 4 of the bd¿ extra-large sharp collector, red, 9 gal lids were missing. The following information was provided by the initial reporter: missing lids